Event description:
The caller reported a malfunction on the pump, specifically with a malfunction code of malf 9. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer performed a pump reset, which prevented confirmation of the fault ID, and corporate technical support proceeded to arrange a pump replacement.